Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by changing the cartridge and multiple syringe needles. Customer¿s blood glucose level was 209-212 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report has not been submitted.